Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. It was unable to perform the displacement test, rewind, basic occlusion, occlusion, prime and the excessive no delivery test due to button/keypad anomaly. No moisture damage noted on electronic assembly or on motor. The device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. She stated that she went into the shower with the insulin pump. Customer stated her blood glucose was high but reading is unknown. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.